Event description:
It was reported that the right ventricular lead was explanted and replaced due to dislodgement. More information was requested, but not yet provided.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.